Manufacturer narrative:
(B)(4). Batch # unk. Event: date of event unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that when the doctor tried to clip the tissue , clip could not close properly. Clip twisted out from each other. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. Additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe. There were not any patient consequence on this case due because the clip was sprung out of the device and has not use with patient body yet.